Manufacturer narrative:
Concomitant medical products: post-treatment noted with prednisone 40 mg for 3 days. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volift¿ with lidocaine on the lips/nasion. Three months later, patient developed visible and palpable small balls formation at the injection site that was noted to be a granuloma-like reaction. Patient was treated with minocycline (100 mg capsule once per day orally for 30 days) and hyaluronidase. Symptom has resolved.